Manufacturer narrative:
(B)(4). Info anticipated, but unavailable at this time. (B)(4).

Event description:
It was reported that during an unk procedure, the staple was not formed properly. Another device was used to complete the case. There were no adverse consequences to the patient.